Event description:
Reportedly, during a follow up on (B)(6) 2019, a threshold test was performed and the pacing threshold was measured as 0.75v. After programming the device in safer-r mode at 55 min-1 with a ventricular pacing output of 2.5v, it was observed that the device did not pace and the own rhythm of the patient was around 30 min-1. The device was reprogrammed in vvir mode. Preliminary analysis did not confirm the reported behavior. No anomaly is suspected on the subject device.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, a threshold test was performed and the pacing threshold was measured as 0.75v. After programming the device in safer-r mode at 55 min-1 with a ventricular pacing output of 2.5v, it was observed that the device did not pace and the own rhythm of the patient was around 30 min-1. The device was reprogrammed in vvir mode. Preliminary analysis did not confirm the reported behavior. No anomaly is suspected on the subject device.

Manufacturer narrative:
Please refer to the corrected analysis report.

Event description:
Reportedly, during a follow up on 25 jan 2019, a threshold test was performed and the pacing threshold was measured as 0.75v. After programming the device in safer-r mode at 55 min-1 with a ventricular pacing output of 2.5v, it was observed that the device did not pace and the own rhythm of the patient was around 30 min-1. The device was reprogrammed in vvir mode. Preliminary analysis did not confirm the reported behavior. No anomaly is suspected on the subject device.